Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The revision reported was likely the result of compression screw fracture as reported. However, the reported glenoid baseplate failure and cause of the fracture cannot be conclusively determined and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no radiographs or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that this patient's shoulder was revised due to a failed glenoid component and a broken inferior screw. Patient was last known to be in stable condition following the event. No further information provided.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.